Manufacturer narrative:
H6: investigation summary: unconfirmed: no sample/evidence provided.

Event description:
It was reported the bd ultrasafe¿ activates early. The following information was provided by the initial reporter. Nsd activates early.

Event description:
It was reported the bd ultrasafe¿ activates early. The following information was provided by the initial reporter: nsd activates early.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.